Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain three of eleven of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient had woken up to the alarm and the transfer set had disconnected from the patient line. The patient re-connected the transfer set to the patient line. The technical service representative assisted the patient with disconnecting aseptically and ending therapy. The patient would re-start therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.